Event description:
Same case as MDR# 2134265-2013-02879 and 2134265-2013-02919. It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, balloon burst occurred. The patient presented with acute coronary syndrome with highest-grade coronary heart disease with stenosed left main stem (60%) and multiple subtotal stenosis of overdominant right coronary artery (rca). The intervention is performed via right femoral artery. After an unsuccessful attempt with a 6f left guiding catheter, a 7f catheter was inserted to the ostium of rca to provide support. A run-way 6f catheter was then inserted with a whisper ls guide wire into the periphery of rca. A promus element plus 3.5x32mm stent failed to cross the lesion distally. Therefore, a second whisper ls guide wire is placed in the rca in parallel to the first guide wire. Both wires are distally blocked using anchor balloon technique with a maverick 2x9mm balloon. Even with this optimal support the stent cannot be advanced. A maverick 2.5x30mm balloon was inserted and after several efforts to reach the lesion was inflated to dilate the entire proximal and medial third. A new unsuccessful attempt to cross the lesion with the stent occurred. A maverick 3.5x30mm balloon was then used to re-dilate the entire proximal and medial third. A promus element plus 3x32mm stent can then be advanced considerably further, but fails to reach the distal stenosis. The stent was implanted in the medal segment with good results but it was reported that the peripheral vessel became occluded. The anchor technique is again used to stabilize the guiding instruments and through the previously implanted stent a second promus element plus 3x20mm stent was implanted more distally to a diameter of 3.1mm. A promus element plus 3.5x32mm stent failed to cross the proximal stenosis due to severe vascular changes. A maverick 4x30mm balloon was used for predilatation. The obviously sharp-edged and calcified changes of the proximal rca cause the balloon to burst and result in immediate spasm and occlusion of the entire rca. Intracoronary nitro resolves the spasm and restores sufficient flow in the rca, yet the hemodynamic situation is unstable requiring high dosages of catecholamines. The third stent remains unable to advance. A suitable, more resistant high-pressure balloon (quantum 4x20mm) is used in the same location to dilate, however this balloon equally bursts at 18 atm. The stent can now be advanced and dilated to a diameter of 3.6mm. A fourth stent is finally used to treat the proximal segment including the ostial stenosis (promus element plus 4x28mm, dilated to 4.1mm). The result is now a very good one, blood flow in the entire vasculature barely delayed. The hemodynamic situation is visibly stabilizing. The physician's diagnostic was: extreme complex procedure. Successful implantation of four drug-eluting stents in a severely calcified dominant rca with multiple subtotal stenoses resulting in good immediate angiographic results.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR# 2134265-2013-02879 and 2134265-2013-02919. It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, balloon burst occurred. The patient presented with acute coronary syndrome with highest-grade coronary heart disease with stenosed left main stem (60%) and multiple subtotal stenosis of overdominant right coronary artery (rca). The intervention is performed via right femoral artery. After an unsuccessful attempt with a 6f left guiding catheter, a 7f catheter was inserted to the ostium of rca to provide support. A run-way 6f catheter was then inserted with a whisper ls guide wire into the periphery of rca. A promus element plus 3.5x32mm stent failed to cross the lesion distally. Therefore, a second whisper ls guide wire is placed in the rca in parallel to the first guide wire. Both wires are distally blocked using anchor balloon technique with a maverick 2x9mm balloon. Even with this optimal support the stent cannot be advanced. A maverick 2.5x30mm balloon was inserted and after several efforts to reach the lesion was inflated to dilate the entire proximal and medial third. A new unsuccessful attempt to cross the lesion with the stent occurred. A maverick 3.5x30mm balloon was then used to re-dilate the entire proximal and medial third. A promus element plus 3x32mm stent can then be advanced considerably further, but fails to reach the distal stenosis. The stent was implanted in the medal segment with good results but it was reported that the peripheral vessel became occluded. The anchor technique is again used to stabilize the guiding instruments and through the previously implanted stent a second promus element plus 3x20mm stent was implanted more distally to a diameter of 3.1mm. A promus element plus 3.5x32mm stent failed to cross the proximal stenosis due to severe vascular changes. A maverick 4x30mm balloon was used for predilatation. The obviously sharp-edged and calcified changes of the proximal rca cause the balloon to burst and result in immediate spasm and occlusion of the entire rca. Intracoronary nitro resolves the spasm and restores sufficient flow in the rca, yet the hemodynamic situation is unstable requiring high dosages of catecholamines. The third stent remains unable to advance. A suitable, more resistant high-pressure balloon (quantum 4x20mm) is used in the same location to dilate, however this balloon equally bursts at 18 atm. The stent can now be advanced and dilated to a diameter of 3.6mm. A fourth stent is finally used to treat the proximal segment including the ostial stenosis (promus element plus 4x28mm, dilated to 4.1mm). The result is now a very good one, blood flow in the entire vasculature barely delayed. The hemodynamic situation is visibly stabilizing. The physicians diagnostic was: extreme complex procedure. Successful implantation of four drug-eluting stents in a severely calcified dominant rca with multiple subtotal stenoses resulting in good immediate angiographic results.

Manufacturer narrative:
Update: device evaluated by MFR, eval summary attached, method, results and conclusion codes. Device evaluated by manufacturer: a visual examination identified a longitudinal tear in the balloon wall on the proximal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).